Manufacturer narrative:
Sections with additional information as of 17-nov-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned- evaluation in process note: manufacturer contacted customer in a follow-up call on 11-oct-2021 to ensure replacement products resolved customer¿s initial issue. Customer is comfortable with the glucose readings from the new replacement products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. Customer stated his blood glucose test result the night before had been 150mg/dl (fasting/non-fasting undisclosed) and then this morning had been hi. The result of 150mg/dl was unable to be confirmed in the meter's memory. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 587mg/dl and hi using true metrix meter; customer was not satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/22/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).